Manufacturer narrative:
The recipient was prescribed azithromycin on (B)(6) 2015. The wound had reportedly not healed entirely well and the recipient was recommended antibiotic treatment for an additional week. A second wound cleaning surgery was completed on (B)(6) 2015.

Manufacturer narrative:
The company was informed that the recipient's wound was not able to heal and the device's was explanted. The recipient's wound has healed and the recipient was discharged from the hospital on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly presented with edema at the implant site. The recipient was hospitalized on (B)(6) 2015. The recipient underwent fluid extraction once daily for one week. The recipient underwent fluid-cleaning surgery on (B)(6) 20153.